Event description:
It was reported that the customer's pump had a touchscreen responsiveness issue, with the screen turning off too quickly despite correct settings. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump with one that has updated software and provided necessary instructions for setting up and returning the faulty pump. The customer acknowledged understanding the instructions and agreed to use the current pump as a backup in the meantime.